Event description:
It was reported that during central processing, tenaculum forceps was found to have loose tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis. .